Event description:
Consumer complaint of about blood result reading "lo." Last results in memory were 299 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of about blood result reading "lo". Last results in memory were 299mg/dl, 237mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).